Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant, the right ventricular (rv) lead dislodged and withdrew into the atrium, triggering an episode of atrial fibrillation (af). The patient subsequently received multiple inappropriate shocks due to oversensing, one of which triggered an episode of ventricular fibrillation (vf). The patient was externally cardioverted, while also receiving an overdose of xylocaine, requiring intubation and admission to intensive care. The rv lead was subsequently repositioned, and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.